Manufacturer narrative:
It was reported that the ventilator device failed the pressure transducer test during the system pre-use check. Our field service engineer investigated the unit at the hospital, the ventilator regained function according specifications after the replacement of the device pneumatic back-plane printed circuit board (pcb). The replaced pcb is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. The review of the returned ventilator logs shows that besides from the pressure transducer test, the internal leakage, gas supply, safety valve and the o2 cell/sensor tests also had failed. These failures corresponds well with the function of the replaced pcb. This issue will be detected during the system pre-use check,. If the issue would to reoccur during ventilation, it will lead to stop of ventilation, several audio and visual alarms will be generated. Since the replaced pcb was discarded and not returned for investigation, the cause of the reported issue cannot be established.

Event description:
Manufacturer ref.#: (B)(4)

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).